Event description:
As reported: "because the patient was experiencing pain, a revision surgery was performed to determine if the implant was loose or needed resizing. A slight foreign body reaction suggestive of infection was observed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.